Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that catheter was placed on (B)(6) 2912. The customer states that there is no crack in the catheter, but visible blood loss (leakage) and intake of air through the seam above the hub. The catheter was removed on (B)(6) 2013. No medical intervention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.